Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 115 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called to report high readings on her meter. Customer feels fine and denies diabetic symptoms at this time. Customer manages diabetes with insulin and states her normal fasting range is 100-115 mg/dl. Customer is concerned with all fasting results obtained on meter. Customer does not have true metrix control solution, she has true test control solution, instructed customer to discard of that control solution. Did not have customer run a back to back blood test, she is not fasting.